Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/20/2017. Device returned to manufacturer? Yes. The preloaded delivery system, model pcb00v, was returned at the manufacturing site for evaluation. The plunger and pushrod were observed in advanced position in the pcb00v device. No assembly errors and/or defects were observed in the preloaded device related to manufacturing process. Visual inspection at 10x microscope magnification showed residue of lubricant material on the cartridge. Slight distortion was observed at the cartridge tip. The conditions of the product returned was consistent with a unit that was previously handled and prepared for surgical process. The customer's reported complaint was verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the insertion into the eye of an intraocular lens (iol), the surgeon noticed that the cartridge tip was chipped. Reportedly, the surgeon implanted this lens safely. No patient injury was reported. No further information was provided.